Manufacturer narrative:
This supplemental report is being submitted as additional information has been obtained from the device evaluation. During the evaluation, the reported image loss was not duplicated even if the subject device was running for an hour and fully angulated up/down/right/left, the universal cord and the video cable of the subject device were twisted, and the distal tip was warmed. The electric wires in the video connector were also checked, but no irregularities were found. In addition, it was also found that there were many scratches on the bending rubber, the bending rubber glue was partially missing, there were scratches on the bending rubber glue, there were scratches, dent and deformation for the distal end, and there were scratches on the insertion unit. Furthermore, the subject device was disassembled and the image unit of the subject device was checked, but no anomaly was found. The exact cause of the reported event could not be conclusively determined, but the phenomenon might be caused by ordinary wear and tear in the video connector board as it had been used over three years.

Manufacturer narrative:
This device referenced in this report was returned to olympus medical systems corp. And is under evaluation. The manufacturing record of the subject device was reviewed with no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that the endoscopic image of the subject device disappeared intermittently when about one hour passed since the unspecified laparoscopic surgical procedure was initiated. The image anomalies no longer occurred after the physician repeatedly turned off and on the video system center, concomitantly used with the subject device. The procedure was completed with the subject device. There was no patient injury associated with this event reported.